Event description:
Procedure: tonsillectomy. Reportedly, the tip of the cautery pencil fell off the instrument resulting in a "large" burn on the lip of the patient. The burn was treated with antibiotics and ointment. The surgery was continued with another instrument.